Event description:
The customer reported that the back housing for her pump in style power adapter broke off, which is a safety risk.

Manufacturer narrative:
The customer reported that the back cover for her pump in style power adapter broke off, which is a safety issue. As of the date of this report the original product has not been received. Should the original product be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).